Event description:
It was reported that the vinyl cap used fell off in the patient during a case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The user error condition was not confirmed since the affected unit was not received. As per risk document likely root causes are: material/design error; manufacturing/assembly error; user error; poor or confusing choice of wording; translation error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the vinyl cap used fell off in the patient during a case.